Manufacturer narrative:
A lot history review (lhr) of rexa0363 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
During the removal after its replacement of a hohn catheter they found the guide wire splitting. No serious damages for the patient.